Manufacturer narrative:
B5. Describe event or problem updated. H6. Patient codes and impact codes updated. Correction: g1 manufacturing site information. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient was enrolled in the study and underwent the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was not cleaved or stripped for the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure, and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included senna for constipation prophylaxis, sulfamethoxazole and trimethoprim for infection prophylaxis, and bacitracin 500 unit per gram ointment for catheter pain prophylaxis. The patient began experiencing irritative urinary symptoms same day post procedure. The patient symptoms were reported to not serious, ongoing and no action was taken. The study facility assessed irritative urinary symptoms as probably related to the procedure and possibly related to the device. The patient began experiencing urinary retention one day post procedure. Catheterization was performed starting from symptom onset day for nine days. The patient symptom of urinary retention was reported to be resolved nine days post onset-symptom. The study facility assessed the symptom of urinary retention as casually related to the holmium laser enucleation of the prostate procedure and not related to the device. Also, the patient began experiencing recurrent urinary tract infection one day post procedure. The symptom was reported to be not serious. Medication was provided at discharge. Uti was treated with several courses of antibiotic therapy (medication unknown) at an outside facility. The patient symptom of recurrent urinary tract infection was reported to resolved forty-nine days post onset symptom. The study facility assessed recurrent urinary tract infection as probably related to the procedure and not related to the device.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient was enrolled in the study and underwent the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was not cleaved or stripped for the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure, and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included senna for constipation prophylaxis, sulfamethoxazole and trimethoprim for infection prophylaxis, and bacitracin 500 unit per gram ointment for catheter pain prophylaxis. The patient began experiencing urinary retention one day post procedure. The patient symptom was reported to be ongoing. The study facility assessed the symptom of urinary retention as casually related to the holmium laser enucleation of the prostate procedure and not related to the device.

Event description:
The patient was enrolled in the study and underwent the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was not cleaved or stripped for the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure, and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included senna for constipation prophylaxis, sulfamethoxazole and trimethoprim for infection prophylaxis, and bacitracin 500 unit per gram ointment for catheter pain prophylaxis. The patient began experiencing urinary retention one day post procedure. Catheterization was performed starting from symptom onset day for nine days. The patient symptom of urinary retention was reported to be resolved nine days post onset-symptom. The study facility assessed the symptom of urinary retention as casually related to the holmium laser enucleation of the prostate procedure and not related to the device.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient was enrolled in the study and underwent the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length long, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was not cleaved or stripped for the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure, and the procedure was completed without complications. A urinary catheter was placed on the procedure day and removed next day of the procedure. The patient discharge medication included senna for constipation prophylaxis, sulfamethoxazole and trimethoprim for infection prophylaxis, and bacitracin 500 unit per gram ointment for catheter pain prophylaxis. The patient began experiencing irritative urinary symptoms same day post procedure. The patient symptoms were reported to not serious, ongoing and no action was taken. The study facility assessed irritative urinary symptoms as probably related to the procedure and possibly related to the device. The patient began experiencing urinary retention one day post procedure. Catheterization was performed starting from symptom onset day for nine days. The patient symptom of urinary retention was reported to be resolved nine days post onset-symptom. The study facility assessed the symptom of urinary retention as casually related to the holmium laser enucleation of the prostate procedure and not related to the device. Also, the patient began experiencing recurrent urinary tract infection one day post procedure. The symptom was reported to be not serious. Medication was provided at discharge. Uti was treated with several courses of antibiotic therapy (medication unknown) at an outside facility. The patient symptom of recurrent urinary tract infection was reported to resolved forty-nine days post onset symptom. The study facility assessed recurrent urinary tract infection as probably related to the procedure and not related to the device.

Manufacturer narrative:
B5. Describe event or problem updated h6. Patient codes and impact codes updated there was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.